Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Failed or are showing signs of failure , this is due to heavy usage and the lock between the plastic and the metal hex screws has loosened and will not retighten.

Manufacturer narrative:
(B)(4). This is a duplicate report of 1818910-2018-50437. 1818910-2018-50458 is being retracted as it is report duplication. 1818910-2018-50437 will be kept for investigation purposes if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.